Manufacturer narrative:
(B)(4). The chikai x 010 guide wire with the reported black objects was returned for evaluation. The distal coil segment of the returned chikai x 010 was tortuously deformed. No bend or kink was found on the wire shaft. Microscopic observation found that polymer jacket on the wire shaft was peeled off at approximately 85 - 120 cm from the proximal end. The peeled segment was a longitudinal intermittent line. A ribbon-shape polymer fragment twined around the shaft. The provided black objects were also in a ribbon-like shape and had the same color as the polymer jacket of the returned chikai x 010; therefore, it was concluded that the black objects were the peeled polymer fragments. Referring to know similar events, an unused chikai x 010 guide wire was inserted into a metal introducer and made to contact the introducer edge in order to replicate the damage of polymer jacket. As a result, similar polymer jacket damage that was seen on the returned guide wire was observed on the sample guide wire. The peeled polymer fragment turned out to be ribbon shaped that was similar to the provided black objects. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and the above investigation outcome, it was presumed that a hard and sharp object such as the distal edge of a concomitant metal introducer had most likely scraped the shaft surface of the chikai x 010. Consequently, the polymer jacket was peeled. It was concluded that this event was not attributed to product quality. Although there were no adverse patient effects reported, a possibility could not be completely ruled out that some polymer fragments might be left in the patient. No CAPA will be taken. Instructions for use (IFU) states: [warnings]: never use metallic needles or metallic sheaths for insertion and withdrawal of this guidewire. Similarly, never this guide wire with a metallic dilator, catheter, etc. Whose metallic part may come into direct contact with the surface of this guide wire. Otherwise, the surface of this guide wire may be damaged significantly. [Malfunction and adverse effects]: coating delamination.

Event description:
It was reported that an asahi chikai x 010 guide wire was used during a brain tumor embolization. The chikai x 010 was advanced to the middle meningeal artery (mma) and a non-asahi microcatheter was then delivered. After removing the chikai x 010 and placing it in the tray, black foreign objects were found floating in the saline inside the tray. The chikai x 010 was then checked and peeling of the polymer jacket was confirmed on the wire shaft. No additional action was taken against this event. The procedure was resumed and successfully completed. There were no adverse patient effects related to this event and the patient was fine after the procedure.